Event description:
Patient underwent diagnostic procedure in 2007. Boomerang removed at 16:38. No evidence of external bleeding or bruising. At 19:04 patient complained of right lower quadrant pain. Patient was kept on bedrest over night. At 18:00 following evening patient was found with low blood pressure. Patient remained responsive. Patient returned to ccl at 18:06 the next day. CT showed right lower quadrant retroperitoneal hematoma extending in the right lower flank. Perforation of arterial wall in the distal iliac approx 5 cm proximal to the introducer sheath insertion site. A covered stent was inserted to block the arterial hole and 3 units of packed red blood cells were transfused. Based on review of case by physician cause of vessel wall perforation is indeterminate at to whether caused by back wall stick at insertion of sheath; tip of sheath; guidewire; dissected plaque secondary to pvd; or boomerang wire. Patient is female; bsa 1.62m2 (54.6 kg/169cm) with hypertension and higher arterial access site based on study (2005) are high risk for this type of incident.

Manufacturer narrative:
Na